Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Bone model, non-sterilizable. Female (B)(6), stryker accolade/mitch (metal-on-metal) 2008. Armd, massive pseudotumor and acetabular osteolysis. Revision attempt on (B)(6) 2016 (not (B)(6)) removal of the cup, non-reconstructable. Femoral component and head retained, head diameter 44 mm. Patients right hip.

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded "an additional radiological feature is a prominent periacetabular bone resorption that would be quite consistent with the reported pseudotumor in and around the hip arthroplasty. This could define the altr with pseudotumor secondary to cup malposition and thus procedure-related. Metal-on-metal bearings are very sensitive for component malposition. The level of evidence for this is however not very strong just based upon the limited available information. More x-ray info would be required to solve this case preferentially with also more lab, clinical and retrieval information of devices as well as histopathology." -device history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant concluded: "more x-ray info would be required to solve this case preferentially with also more lab, clinical and retrieval information of devices as well as histopathology." No further investigation for this event is possible at this time. If additional information such as pathology reports/devices become available, this investigation will be reopened.

Event description:
Bone model, non-sterilizable.female (B)(6). Stryker accolade/mitch (metal-on-metal) 2008. Armd, massive pseudotumor and acetabular osteolysis. Revision attempt on (B)(6) 2016 (not (B)(6)), removal of the cup, non-reconstructable. Femoral component and head retained, head diameter 44 mm.patients right hip.